Event description:
Ceiling-mounted patient lift began to lift for a few seconds, raising patient above the bed. Suddenly, the ceiling lift gave out and dropped patient on bed. No injury to staff or patient. The repair team stated the failure resulted from a bad motor. The gears are just spinning instead of catching to stop the lift appropriately. Due to the newness of these lifts (manufactured 2017, and installed february 2018) this failure was unexpected. FDA safety report ID # (B)(4).